Event description:
It was reported that a wireless module "turns on and off on its own" it was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The wireless module was received and evaluated by baxter. The reported problem could not be confirmed or reproduced and the unit was tested with the unit passing. Additionally, the module was coupled with a known good pump, with the baxter medina gateway configuration installed, making sure the battery and pump are able to communicate with the baxter medina gateway and receive the ip address and gateway info from the baxter medina network.